Event description:
As device serial number was not provided, device history record could not be reviewed. Device log was not provided; therefore no review could be performed. The reported device was not received in brézins for investigation. According to the provided description, no defect has been identified in relation to the infusion pump. The issue appears to be linked to user interaction, specifically the accidental pressing of the pause/stop button twice during a syringe change. Therefore, the complaint is not considered valid as no technical failure of the pump has been demonstrated. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: this complaint received by authorities through a closed dir. Pump or batch number are not available. "Anaesthesia infusion pump reset to target concentration of zero (ie wake patient up) during syringe change. This appears to be programmed to happen if the pause/stop button is accidentally pressed twice rather than once during a syringe change. Patient monitoring revealed a reduction in depth of anaesthesia. Clinician vigilance prevented a case of awareness. Propofol infusion ceased during major surgery." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.